Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the trigger was jammed due to excessive force and/or incorrect movements. This was attributed to faulty handling. The damaged parts were replaced and the device was repaired and returned to the customer on 05/30/2013. Placeholder.

Event description:
The customer returned the device reporting the reverse button was locked and broken. This is report 1 of 1 for complaint #(B)(4).